Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that all the threads could not be tightened but became loose when the surgeon pulled the thread for graft suturing and applied tension during acl repair surgery on (b)(9) 2018. The surgeon used alternative speedtrap, but the same problem was occurred. The surgery was completed at third trial to use speedtrap. It was brand new and the first use when the issue occurred. There was less than 30min. Surgical delay and no harm to the patient. No further information was provided by the hospital.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this product code 223751-lot #l736620 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.